Manufacturer narrative:
Result of investigation: the device used in treatment has been returned for evaluation. A visual inspection found no issues. The functional evaluation established a relationship between the reported failure and the device. The device failed the leak test. Manufacturing records reviewed found no non-conformances or anomalies during production and the device met all specifications upon release into distribution. A review of the complaint history found other instances of this reported issue. These instances are being monitored with further work being conducted to determine if additional actions are required. The investigation into your complaints is now completed and recorded as battery and pump failure. Please be assured that all products are released to market following rigorous quality checks during production and prior to despatch. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.

Event description:
It was reported that during functional evaluation the device also failed the leak test due to the pump being defective.